Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a cartridge alarm occurred. Additionally, it was reported, that a cartridge alarm occurred, indicating that the cartridge was over-filled. Despite the customer filling the cartridge with less than or equal to 300 units of insulin. The customer¿s blood glucose (bg) level was displayed as ¿high¿. However, a specific value was not provided. Customer administered a manual injection to address bg. A cartridge change was performed resolving the issues.